Event description:
The pt reported he has not been using the system since he was implanted with a rechargeable ipg, but he wanted a non-rechargeable ipg. The pt also reported he has not been getting the coverage he needs and wants the system explanted. The sjm tm met with the pt and the external devices were able to communicate with the ipg. The pt's ipg had the stimulation turned off. Reportedly, the pt has memory issues and is unable to remember to charge his system and has trouble with operating the system. Reportedly, the physician will explant the ipg and replace it with a non-rechargeable ipg at a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.